Manufacturer narrative:
The device investigation is still on-going.

Event description:
It was reported that the ceramic tip came off inside of the patient during the procedure. The surgery was prolonged by an hour retrieving the fallen piece. Due to it, the patient required additional anesthesia. There was no report of injury to the patient, and the planned procedure was completed using a back-up device.